Event description:
Patient revised due to dislocation. Insert and cup manufactured by others.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided information states the product is not suspected of failing to meet specification or contributing to the reported event. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.